Event description:
The customer reported the dpm central station had communication drop outs, which may have resulted in a loss of ambulatory telepack monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections include rewiring of the antenna system. The system was tested to factory's specifications. It functioned normally and was returned to use.